Manufacturer narrative:
Product ID ddbb1d1 implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed chronic high right ventricular (rv) lead thresholds. In addition, the right atrial (ra) lead was undersensing the atrial arrhythmias during a treated ventricular fibrillation (vf) episode. Both leads remain in use. No patient complications have been reported as a result of this event.